Event description:
Customer stated, "the cord was dropped and a flame shot out of it." Customer did not claim injury. Product was returned. The investigator observed a burn mark where the cord and the switch connect. Additionally, the investigator observed that the cord was twisted, and there were signs that the pad was being laid upon/folded during use. The twisting of the cord likely caused the breaking of the cord resulting in a spark. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." And "do not sit on, lie on, or crush pad. Avoid sharp folds".